Manufacturer narrative:
(B)(4) date sent: 9/14/2016. Batch # (B)(4). The analysis results showed that the ats45 device was received with the articulation lever damaged and with a tr45w cartridge reload loaded on the device. The cartridge was received fully fired. No functional test was performed due the condition of the device. While no conclusion could be reached as to how the device became damaged, it should be noted that attempting to force the articulation lever beyond its stop in either direction will result in damage to the instrument. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the articulating knob broke off of the device when the surgeon tried to articulate the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient.